Manufacturer narrative:
Lens rotation was noticed on (B)(6) 2019. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vtich13.2, 0.00/4.0/084 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. On (B)(6) 2019 lens repositioning was performed due to refractive surprise and the problem resolved.